Event description:
Customer reported to our sales rep difficulties when screwing the nail onto the tibial target device. Immediate stop of screwing and checking of the thread - abnormal presence of filings/debris in the nail thread. Additionally reported: the procedure was an osteosynthesis of a leg fracture the event happened before the procedure : while the material was being prepared : the incident occurred, so they took another nail to proceed no patient involvement because it happened just before the surgery, they did not tried to install the defective nail.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the received nail first two threads deformed, and metal chips received. The pattern shows that oblique / incorrect positioning of nail and nail adapter during attempt(s) to screw in the nail holding screw by excessive force has led to cross-threading and complete peeling of the thread tips of the first two windings, which were in the form of metal chips. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, the root cause was attributed to a user related issue. The failure was caused due to incorrect positioning of nail and nail holding screw while screwing in. Ultimately, due to misalignment, excessive force was then applied leading to cross threading and subsequent material shear off. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported to our sales rep difficulties when screwing the nail onto the tibial target device. Immediate stop of screwing and checking of the thread - abnormal presence of filings/debris in the nail thread. Additionally reported: the procedure was an osteosynthesis of a leg fracture. The event happened before the procedure : while the material was being prepared: the incident occurred, so they took another nail to proceed. No patient involvement because it happened just before the surgery, they did not tried to install the defective nail.